Event description:
The customer reported unknown fluid leaked (volume unknown) from the liquid waste container of the unicel dxi 600 access immunoassay system and onto the floor. The leak did not affect instrument performance and no error messages were displayed. The customer stopped the use of the instrument and cleaned the spill according to their spill response procedures. The customer did not review the msds; however, the facility does have a risk management / hazardous exposure control plan is in place. The customer had proper personal protective equipment at the time of the event and no person came in contact with the fluid and/or sought seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. A field service engineer was on site to investigate the event and traced the leak to the liquid waste transfer pump and replaced the liquid waste transfer peri-pump tubing. The issue was corrected with replacement of the waste liquid transfer peri-pump tubing.

Manufacturer narrative:
This report was inadvertently reported to the FDA. Upon additional review of the complaint file, it was determined this to be a non-reportable event.

Manufacturer narrative:
This event did not affect instrument operation because when the instrument was running and the liquid waste material was leaking as it is pumped from the intermediate liquid waste container to the liquid waste container. In addition, the intermediate waste container has a float sensor so if liquid is not removed, instrument operation stops. (B)(4).